Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer: not available.

Event description:
Patient stated she had a left hip replacement on (B)(6) 2016. This pi is for closed reduction of patient's left hip on (B)(6) 2016.

Manufacturer narrative:
An event regarding dislocation involving trident liner was reported. The event was confirmed through medical review. Device evaluation and results: not performed as product was not returned provided medical records were provided to the clinician who indicated that: "no operative reports, no listing of the primary hip components, and no examination of explanted components are available. The first revision of the left total hip arthroplasty twenty years post-surgery for poly wear replaced the liner with a 28/0° insert, which subsequently proved to be unstable and dislocated three times anteriorly. Revision total hip arthroplasty is more prone to dislocation than primary procedures. Revision to an mdm bearing has since been stable and reduced. There is no evidence that this clinical situation was due to any factors of implant design, manufacturing or material of any stryker product." Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. It was reported that the patient had dislocation for which closed reduction was performed. The provided medical records were reviewed by clinician who concluded that no operative reports, no listing of the primary hip components, and no examination of explanted components are available. The first revision of the left total hip arthroplasty twenty years post-surgery for poly wear replaced the liner with a 28/0° insert, which subsequently proved to be unstable and dislocated three times anteriorly. Revision total hip arthroplasty is more prone to dislocation than primary procedures. Revision to an mdm bearing has since been stable and reduced. There is no evidence that this clinical situation was due to any factors of implant design, manufacturing or material of any stryker product. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, implant sheets and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient stated she had a left hip replacement on october 24, 2016. This pi is for closed reduction of patient's left hip on december 8, 2016.